Manufacturer narrative:
Qn#(B)(4). The sample was returned for investigation. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) pc. Lot in june of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. Evaluation of the returned instrument shows that the jaws are slightly loose and misaligned in the closed position but there is no visible damage to the jaw pivot pin area on the outer tube assembly. Further evaluation shows that the knob rot ation and handle to jaw mechanisms are dry and sluggish feeling and in need of proper lubrication. We are able to validate this complaint for the returned instrument. Functional testing of the returned instrument shows that although the jaws are slightly loose and misaligned in the closed position that this instrument is able to pick up, retain, close and release multiple clips both with and without the user of silastic test tubing as required of its function. After the initial evaluation this instrument was properly lubricated using non-silicone-based instrument lube and both the handle to jaw and knob rotation mechanisms were returned to normal free feeling movement. We are unable to determine what caused the jaws to be slightly misaligned in the closed position and for the handle to jaw and knob rotation mechanisms to become dry and sluggish feeling but lack of proper lubrication and mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the jaws of the applier were misaligned during use. Therefore, the applier was replaced with another one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
(B)(4) other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the jaws of the applier were misaligned during use. Therefore, the applier was replaced with another one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".